Event description:
It was reported that when the patient was brought into the emergency room in a state of cardiac arrest, the right and left ventricular leads both exhibited loss of capture. The patient stabilized after receiving CPR on the way to the hospital, being intubated, and having a temporary pacing wire placed. It was believed by the physician that the loss of capture had resulted in torsades and vf. The ICD successfully detected and delivered a high voltage shock that converted the patients vf episodes effectively. In-clinic testing after conversion of the vf episodes showed that the rv lead had resumed capture, and an x-ray revealed that the lv lead had dislodged. It was observed that there was large variation in rv lead impedance during its lifetime. A small pericardial effusion was observed, and it was believed that the rv lead may have perforated the myocardium, but no active bleeding was observed. The physician believed that the perforation caused the observed loss of capture in the rv lead, and that the hv therapies from the device had caused the lead to move back into a position that allowed for ventricular capture. The patient was later admitted to the hospital due to a pre-syncopal episode. An x-ray revealed that the rv lead had dislodged and was wrapped around the can. The physician believes this event was due to twiddlers syndrome. The rv lead was then explanted and replaced. The lv lead was not able to be repositioned. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
Additional information received noted that the lead was explanted when repositioning was unsuccessful due to body tissue in the lead helix.